Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot chat that a detached or missing sensor wire occurred. The biosensor had been inserted in the patient¿s arm on (B)(6) 2026. The skin was cleansed with alcohol prior to insertion. The event occurred on 05/17/2026. During the chat interaction, the customer stated, ¿filament broke off in my arm. Hospital removed it.¿ the customer reported no symptoms at the insertion site. A diagnostic x-ray was performed by a healthcare provider (hcp) to evaluate the retained filament. Although the customer responded ¿yes¿ to the harm-related question in the chat, no additional details were provided regarding the removal procedure. Specifically, it is unknown whether the filament was removed using non-invasive means (e.g., tweezers) or if a surgical incision was required. No further treatment details or procedural information were reported. At the time of reporting, the customer indicated that they had recovered. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.